Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was in the 400 mg/dl range. The customer changed the cartridge and site. The customer disconnected from the pump and used insulin injections to manage diabetes.